Manufacturer narrative:
Upon receipt of additional information, it has been determined this liner did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined this liner did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer femoral head sterile product do not resterilize 12/14 taper cat#00801803602 lot#unk, zimmer femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9 standard offset cat#65771100900 lot#unk, zimmer shell porous with cluster holes 50 mm cat#00620205022 lot#unk, zimmer std 36mm longevity liner cat#unk lot#unk, zimmer bone scr 6.5x35 self-tap cat#00625006535 lot#unk . No product was returned; visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00531.

Event description:
It was reported the patient underwent a right hip initial arthroscopy. Subsequently, the patient underwent a revision procedure approximately 11 years later due to unknown reasons. The head and liner were removed and replaced. No further event information available at the time of this report.